Event description:
The sales rep reported that a long gamma3 nail fractured. The sales rep further reported that there was a poor healing after implantation, and alleges a delayed union.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The review of manufacturing documents revealed no deviation in the manufacturing process. Dimensional examination revealed no deficiency. Function was no longer given due to breakage. The risk management file ad considered potential nail breakage; the estimated threshold was not exceeded. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after an implantation period of nearly 5 months. Several deformations in the area of the proximal drill hole resp. On the shaft of the lag screw identified significant load application. Further, insufficient bone healing had been reported. Additionally, the nail had been damaged intra-operatively most likely with the step-drill whilst drilling under miss-alignment. No information regarding the surgeon¿s advice about post-operative activity was provided. Thus, it could not be determined whether the patient had been compliant to the recommendations. Generally it is recommended that full weight bearing should be avoided until sufficient bone healing is evident. The nail broke in a fatigue fracture due to overload caused by high load application and alleged insufficient bone healing ¿ which means that the nail had to absorb / transfer the whole loading (the nail was not relieved) during the implantation period. Potentially contributing to the origin of an incipient crack at the lateral edge of the proximal drill hole was an intra-operative damage most likely leading to additional notch effects. One of the features of the gamma3 system is the controlled interaction of lag screw and nail resulting from dynamic locking. It could not be determined if the lag screw had been locked as intended in dynamic manner. According to available information a more precise state statement was not possible from technical point of view. A medical review was not possible due to missing x-rays in different planes. In case relevant information resp. The part(s) become available we reserve the right to update the investigation and to change the root cause. According to available information a deficiency of the nail could not be verified.

Event description:
The sales rep reported that a long gamma3 nail fractured. The sales rep further reported that there was a poor healing after implantation, and alleges a delayed union.